Event description:
It was reported that when an asymptomatic patient presented via a (B)(4) transmission, post-paced t-wave oversensing was observed. The oversensing was noted on a real-time egm. Programming changes were recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.